Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history identified no other incidents reported from this lot. All available information was investigated, and the reported user error (improper or incorrect procedure or method) was associated with the user performing clip movements in the left ventricle resulting in the clip becoming caught in the chordae (difficulty in removing the clip from the anatomy). The reported tissue damage was a result of difficulty removing the clip from the anatomy (procedural circumstances). The reported user error (improper or incorrect procedure or method) was associated with the user performing clip movements in the left ventricle resulting in the clip becoming caught in the chordae (difficulty in removing the clip from the anatomy). It should be noted that the mitraclip nt instructions for use (IFU) warns the user: do not make substantial clip arm orientation adjustment in the lv. Clip entanglement in sub-valvular apparatus may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip, and conversion to surgical intervention. The patient effect of tissue damage is listed in the IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted, reducing the mr to 2. The second clip delivery system (cds) was advanced to the mitral valve. While in the left ventricle, clip movements were made which resulted in the clip becoming caught in the chordae. The cds was removed from the chordae with difficulty, and a chordal rupture occurred. The mr returned to 4. The second mitraclip was deployed and mr was reduced to grade 2. No additional information was provided.